Event description:
It was reported that the device's liquid-crystal display (lcd) is not working. No patient injury was reported.

Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. Upon visual inspection, it was observed that the device has a cracked tank cover, a worn line cord, a broken pole clamp, and a missing reflux plug. It was also noted that there was no display on the liquid-crystal display (lcd). Functional testing of the device included filling the tank with water, attaching a temp check, plugging in the line cord, and turning on the power switch. Testing was able to duplicate the reported problem which is that the lcd was not working. The root cause of the reported issue was found to be a fault printed circuit board (pcb). Repair actions consisted of replacing the pcb that contained that lcd. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. UDI information is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).